Event description:
Hosp personnel were attending to a pt, condition unknown. The pt was being placed during transport within the hosp and allegedly the pacer stopped. The operator was able to immediately restart pacing, however after several minutes it stopped again and displayed a service message. A back up device was available and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.